Event description:
User report there were issues with the superdimension system recognizing the locatable guide during a procedure. The locatable guide cable (lg cable) was swapped out and the back-up lg cable also failed (this MDR for back-up cable). The pt was under general anesthesia and the case could not be completed with the superdimension system. It was reported that there was no harm or injury to pt.

Manufacturer narrative:
In 2009, a superdimension service technician went to the site to check the system and reported that two components of the superdimension system needed to be replaced, the primary locatable guide cable (lg cable) and the back-up lg cable (back-up on this MDR). The lg cable was returned for analysis and the analysis confirmed that the lg cable had failed. The lg cable has an open wire.